Manufacturer narrative:
Our quality engineer inspected the samples and photographs for evaluation. Your report that the needles were not retracting during the insertion process was confirmed from the photographs that were provided for investigation. Three photos and three unused representative 22g insyte autoguard units were provided for investigation. A functional test of the physical samples revealed no damage or defects on the devices. The photos showed a partially retracted needle, which left the needle tip exposed. The needle hub was positioned at the junction between the grip and barrel. A similar issue was detected during manufacturing of the implicated lot; therefore, the cause of the reported event was likely manufacturing related.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd the following information was provided by the initial reporter: end users report that these 22g IV needles are not retracting during the IV insertion process. 1. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No. 2. When you pressed the button, did the needle fully retract? No, the needle did not retract at all. 3. Did the needle retract slower than normal? N/a, needle did not retract. 4. Did the needle start retracting and then stop, leaving the needle exposed? No, the needle did not retract at all. 5. Did the needle not move at all after pressing the button? Correct. The needle did not move at all, or retract, after pressing the button. 6. Did the button depress? Yes, the button depressed.